Event description:
Product analysis on an explanted generator was completed on (B)(6) 2011. During product analysis an out of specification component was identified in the generator. The pulse generator unit failed the feed-thru capacitor tests. The backup capacitors function as emi filtering and do not affect the supply current that would contribute to battery depletion. X-rays and visual assessment on the feed-thru assembly, performed at the pa test bench, showed possible excessive bends in the negative feed-thru wire. In addition, separation of the silver polyimide to the negative feed-thru wire connection was observed. The most probable root cause for the failed backup capacitor tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor.

Event description:
The device history record (DHR) for this generator was reviewed. The generator passed all quality inspections, functional, and electrical tests prior to distribution.